Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a sigmoid colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to relieve large bowel obstruction prior to a scheduled colectomy. The size of the lesion was approximately 2 cm nonmalignant. It had resulted from reduplicative inflammation caused by diverticulitis. The patient received chemotherapy with bevacizumab (avastin) every 3 weeks until (B)(6) 2012. Reportedly during the procedure, it was elected to use this stent despite the location of the lesion being at the sigmoid "curve of the bowel". The wallflex enteral colonic stent was implanted without issue and no patient complications during the procedure. On (B)(6) 2012, the patient felt pain. Free air was found in the abdominal cavity due to perforation of the intestine near the distal end of the stent. Per the physicians assessment it is a possibility that the distal end of the stent came to contact with the bowel wall which was already weakened by the chemotherapy that the patient had been receiving. A stoma was made during emergency surgery and the patient is currently under observation, but is expected to be discharged at a later date.

Manufacturer narrative:
The complainant was unable to provide the suspect device model and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issue is anticipated procedural complication.